Event description:
It was reported that during a da vinci si prostatectomy procedure, the tips on the fenestrated bipolar forceps instrument did not align correctly. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure. The grips align within the 0.01 tolerance limit. The teeth of the grips also met at the distal end. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .045 - .113 in length and were not aligned with the tube axis. No other damage was found. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.